Event description:
The customer reported reproducible elevated troponin I (accutni) results for one patient involving unicel dxc 600i synchron access clinical system. This is report number two of two referencing system serial number (B)(4). The customer performed dilutions and recovered non-linear results. The elevated results were discordant to an alternate methodology, which produced a negative result. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The specimen was collected by phlebotomist in a plastic lithium heparin without gel tube. The tube was inverted per the manufacturer's instructions. The specimen was centrifuged at 5,000 rpm (rotations per minute) for greater than 5 minutes. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2050012-2011-04890.